Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and a power source alert occurred. The customer's blood glucose level was 89 mg/dl. Reportedly, the customer was able to successfully charge the pump using a different wall adapter. Customer continued using the pump for insulin therapy.